Manufacturer narrative:
The lens was not returned for evaluation. Therefore, a product evaluation could not be conducted. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information the root cause of the event could not be conclusively determined.

Manufacturer narrative:
The lens was returned to b+l. Visual inspection found the lens optic cut nearly in half. All four haptics are attached and are not damaged. The cause of the damaged optic cannot be determined. The device history record was reviewed and there were no discrepancies or unusual findings that relate to the reported issue. Based on the current information, the root cause of the event could not be conclusively determined.

Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was explanted post-operatively due to dysphotopsic effects. Allegedly, the superior haptics appeared to be compressed. Another model lens was implanted. Additional information has been requested, but no additional information has been received.